Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, there were no signs of water damage on the equipment. The field service engineer (fse) observed water spots on all-in-one (aio) unit screen, removed the unit for inspection, and confirmed that no internal damage was present. The fse ran all hardware tests, which successfully showed the cubies popping and releasing. The fse rebooted the station and had the customer complete an inventory and test mlm functionality, all of which operated correctly. The fse assisted the customer in wiping down the entire station. The system functioned as intended after the field service engineer completed the investigation.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that there was a sewage leak affected the pyxis unit and requested to evaluate for replacement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.